Event description:
Clinic reports that the 4th use arterial reuse line pump segment split during treatment. Sample is available. Estimated blood loss 50cc. MDR filed due to blood loss only. No patient ill effects.